Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The failure of the ap & dr patient boards was attributed to repeated use and normal wear and tear, based on the age of the device being more than 7 years. It was also confirmed that this device was manufactured prior to a design change to the dr board that was implemented on april 16, 2018. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center was able to partially confirm the user complaint. Repaired performed a full inspection on the unit and the unit failed inspection for no image with the 180 scopes due to a faulty ap and dr patient board. The scope connector was found in good condition. The device was repaired and returned to the customer.

Event description:
The customer contacted olympus to report the device was not presenting an image. The malfunction was found at preparation for use and there was no consequence or impact to the patient.